Manufacturer narrative:
No service was requested, the user facility solved the problem by themselves. It was reported that the ventilator did not turned on. No information was received about how the problem was solved and no logs were provided. The equipment is currently in normal use. Due to lack of information, the root cause of the reported problem could not be determined. H3 other text : 4119.

Event description:
It was reported that the ventilator did not turn on. No more information was available. There was no patient harm. Manufacturer's ref.#: (B)(4).